Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/23/2014 and 07/22/2017. Device evaluation: visual analysis of the returned device identified: fold creases and wear abrasion. A leak test was performed which identified no leakage. Fill inspection was performed which identified no blockage in the valve. A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Patient reported left side "moderate" breast pain and "feels weird." Device has been explanted.